Manufacturer narrative:
(B)(4). Although we have not established that the device cause or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Eval summary: the syringe is returned 3/4 used. All samples cured completely. Conclusion: this complaint cannot be confirmed as no curing issue was observed. Due to the aforementioned reason, CAPA measures are not recommended.

Event description:
Ref imp (B)(4).